Event description:
Patient had no incisions, and only a slight "etch of a capsulotomy" not full thickness. Doctor performed the capsulotomy manually and had ant cap tear. No vitreous loss. Doctor was not able to place toric lens. Laser sent for maintenance check. MFR ref # 3008772169-2014-00065. (B)(4).